Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the reported issue was not reproduced during troubleshooting. The console behavior is consistent with a known pattern failure "transient loss of optical data", and abiomed is aware of the issue and working on appropriate corrective action. There is no need for repairs, as the issue self-corrects. After functional check, the console will be returned to the customer. Therefore, the root cause of the optical signal issues was unable to be determined because the issue was unable to be reproduced. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During support the fiber optic signal was lost then console gave out " console error". Unknown how this issue was resolved, no report of patient harm or injury.